Manufacturer narrative:
(B)(4). Concomitant medical products: part# 14-103658, lot# 892470, univ 2-hole shl 58 mm lnr sz 25. Part# ep-105995, lot# 309550, epoly 36 mm rlc lnr mrom sz25. Part# 51-106170, lot# 2802892, tprlc 133 mp type1 pps so 17.0. Part# 650-0661, lot# 2882224, delta ceramic fem hd 36/0 mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified as there were no similar issues with the same part and lot number. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Six month and one year post-operative moderate pain.